Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Samples received: one open sample and 6 unopened units. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. Received 6 closed samples and an open sample (used) with the needle detached from the thread (pack is missing). Checking the detached needle of used sample received we have noticed that there are marks of needle holder/surgical instrument in the needle attachment zone. The needle has been damaged during handling of the suture and the needle detachment from the thread is caused by this wrong handling. Care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fiber attachment end to the needle point, never at the end where the fiber is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fiber attachment end could cause bending or breakage. Tightness test to the closed samples received has been performed and the units are tight. The needle attachment strength has been tested of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.43 kgf in average and 0.31 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum) furthermore, needle attachment results conducted on samples before releasing the product were 0.45 kgf in average and 0.38 kgf in minimum and fulfilled ep requirements: 0.23 kgf in average and 0.11 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received.

Event description:
It was reported by the healthcare professional "the thread detached from the needle." (No patient information, veterinary use). Additional patient information has been requested. When additional information is received a follow up report will be submitted.